Manufacturer narrative:
Per the tandem user guide, ¿only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) ranged between 70-300mg/dl. Reportedly, the customer adjusted the pump basal settings without healthcare provider guidance in an attempt to resolve the issue, however, the issue persisted. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Reportedly the customer continued to use the pump for insulin therapy.